Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while trying to register the system presented a black screen. The site went back in the software and it presented error 64. Technical services had the site remove the patient from the system and re-import the exams, resolving the issue. No patient present.

Manufacturer narrative:
Correction: facility corrected to (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software logs were reviewed for further analysis and determined to be consistent with a known anomaly tracked within an internal manufacturer system. If information is provided in the future, a supplemental report will be issued.